Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, eccentric, mid left anterior descending artery, the xience prime stent was delivered without issue. After balloon deflation it was noted that the balloon could not be moved and it appeared to be stuck on a stent strut. It was noted that the procedure was delayed for approximately 40 minutes while the physician maneuvered to release the balloon from the stent strut. A whisper guide wire was introduced past the balloon on the outside of the balloon. Force was applied to the delivery system and the whisper guide wire and the balloon were released. It was noted that the distal strut of the stent was slightly under deployed; a post dilatation balloon could not be advanced to maximize stent apposition. Additional information received stated that the patient was subsequently discharged with no ill effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.device (B)(4) - excessive force.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) an analysis of the returned device did not confirm the reported device issue. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.